Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no power. The event occurred during use. A patient was involved, but no harm occurred.

Manufacturer narrative:
One device was returned for evaluation in used condition. Visual inspection found the device was in used condition. Service history review found the device had no repairs from the last 12 months. The alarm history was reviewed. Functional testing confirmed the reported issue. The device would not turn on at the time of evaluation. Replacement of the printed circuit board (pcb) resolved this issue. No further functional defects were identified after resolution of the power issue.

Manufacturer narrative:
One device was returned for evaluation in used condition. Visual inspection found the top and plunger case damaged. Beyond economical repair liquid ingress was found. This device is deemed beyond economical repair. No repairs were performed.